Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date, approximately three years prior to this report, the patient began treatment with dianeal pd4 ultrabag (2 liters for each of 3 exchanges daily) and extraneal viaflex (2 liters once daily) therapies (lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique, which was further described as after washing hands, put hands through hair and placed mask to face. The patient experienced bacterial peritonitis. It was not reported if the patient was hospitalized for the peritonitis event. Treatment included unspecified antibiotics (dose, frequency and route unknown) for the peritonitis. Concomitant therapy was not reported. On an unreported date within the same month, the patient recovered from the peritonitis. An unreported date, the patient was retrained in proper aseptic technique. Dianeal and extraneal therapies were ongoing.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2012, the patient experienced peritonitis. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.